Event description:
Atty alleges following implantation of the breast implants, the plaintiff suffered personal injuries loss, and damage. Particulars of injuries include: capsular contracture, breast pain, development of breast lumps. Development of silicone granulomas, development of silicone leakage, autoimmune disease in the form of immune reaction to silicone, interferencewith immune system, joint pain, headaches, nausea, dry eyes, photosensitivity, development of allergies, chest pain and heart palpitations, night sweats, constipation, chronic fatigue, memory and concentration impairment and development of anxiety state with features of nervousness and depression. A